Event description:
Customer reported that during a treatment the blood pump insert was damaged by washer disintegration, which caused the rotor to come in contact with pump housing. The machine set off the "blood pump incorrect rate" alarm. Minimal amount of blood was lost plus the contents of the blood tubing set.